Manufacturer narrative:
Weight, ethnicity, and race:unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -11.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the was exchanged due to lens implanted upside down. This exchange resolved the problem. There was no patient injury. Cause of event was unknown.